Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump had a blank display anomaly after a battery change. The patient's blood glucose at the time of incident was 129 mg/dl. Troubleshooting was initiated for the blank display. The customer confirmed that the insulin pump was not bumped, dropped, or exposed to moisture. The customer also confirmed that the battery cap contacts, battery compartment, and spring did not have any damage, corrosion, or missing components. A new alkaline (B)(6) battery was inserted into the insulin pump and the display returned. Additionally, the customer's device alarmed battery out limit during normal use. The customer was advised that the battery cap may be loose. The customer's time and date were re-programmed. It was confirmed that the customer's basal rates were still present. No products were returned and a replacement battery cap was shipped to the customer.